Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided.The device was returned to Olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.¿This MDR was submitted during outage from July 22, 2026, to July 27,2026 which may result in a delay of receipt of all the acknowledgement.¿

Event description:
The customer returned the colonovideoscope to the service center for evaluation of an unrelated issue. During device evaluation, the Field Service Engineer observed foreign material within the jet tube. There was no patient involvement.